Manufacturer narrative:
H10: h2: additional information in h6 (health effect - impact code). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a laparoscopic cholecystectomy, the camera control unit's screen did not show the normal color of the abdominal cavity which was red and dark. The patient's gallbladder had severe adhesion which affected the resolution of the anatomical structure of the gallbladder. The procedure was completed with a significant delay (31-60 minutes) using a competitor device. No patient complications were reported.